Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a psychogenic tremor and dyskinesia. It was also stated that the patient was admitted to the hospital with increased deep muscle pain and rigidity in (B)(6) 2015 after his deep brain stimulation (dbs) batteries failed. The patient was in the hospital for about six weeks until he was able to have the implantable neurostimulator (ins) batteries replaced. The patient was released from the hospital in late (B)(6) 2015. The patient's concomitant medications at the time of this issue included: carbidopa / levodopa, acetaminophen, cephalexin, citalopram, docusate, hydralazine inj, hydromorphone inj, ketotifen soln, labetalol inj, lamotrigine, loratadine, oxycodone, and ropinirole. The patient's medical history included: parkinson's disease, primary generalized epilepsy, depression, anxiety, and somatoform disorder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.